Event description:
Event description guidant received information that one day post implant, this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range ventricular rate/sense impedance and noise on the rate/sense egrams. A loose setscrew is suspected. The device was explanted and returned for analysis. A new guidant device was successfully implanted.